Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that their onetouch verioiq meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on (B)(6) 2014 at 3pm. The patient reportedly manages his diabetes with insulin (type unknown). It is not known if the patient made any changes to his diabetes medication, diet and/or activity level due to the alleged power issue. The patient reported developing symptoms of ¿felt hi¿ 2 hours after the power issue began. In addition, the patient reported that on (B)(6) 2014 at 4pm he tested with another device obtained a result of ¿390 mg/dl¿ and then treated self with insulin (type and amount not provided). At the time of troubleshooting, the cca confirmed that the subject meter¿s battery did not need to be recharged and there was no evidence of product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.